Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient infusion. This condition interrupted therapy. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 250ml of fluid in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual inspection of the sample showed no signs of blockage or abnormality in the delivery tubing or the bladder that could have caused the reported problem. Functional test showed evidence of flow at the distal luer, and flow continued without stopping. No signs of flow problem were observed from the sample during the functional test. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because, it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.